Manufacturer narrative:
(B)(4). Correction to remove: "it was reported that the values were over 100 points off and that the patient has a rare condition where lymphatic fluid leaks under the skin."

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. It was reported that the values were over 100 points off and that the patient has a rare condition where lymphatic fluid leaks under the skin. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.